Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that a one touch ultra meter was showing the battery indicator sign and would not power on intermittently. A medical affairs specialist spoke with the pt on june 16, 2008 and verified the following info. The pt was unable to state when did the reported issue start. She mentioned that the meter was not powering on sometimes. On an unspecified date at night after the reported issue, the pt was reportedly feeling shaky and confused. She then reportedly went to the emergency room. She claimed she was diagnosed with anemia and was administered blood transfusion. She mentioned that her blood sugar was not tested until later that night at the hospital. The hospital tested her blood sugar later that night and had received a reading of 31 mg/dl. It is unknown what was given to her after receiving a reading of 31 mg/dl. She was hospitalized for three days. The pt was unable to recall whether she was able to test her blood sugar that day in the evening or afternoon prior to developing the reported symptoms. She mentioned that the reported meter was not powering on sometimes and she was unable to test her blood sugar sometimes prior to developing the symptoms. The customer service agent (csa) discovered during troubleshooting call that the meter was powering on by both pressing the power button and by inserting the test strip into the test strip port. The csa discovered that the pt was inserting the test strip into wrong direction in the test strip port. The csa also discovered that the pt had not replaced the battery in the meter as indicated in the owner's manual. The csa verified that the pt was using the correct test strips and the meter was not downloaded prior to testing. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed that she was unable to test her blood sugar sometimes due to the reported issue and later, felt shakiness and confused, which could be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.